Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female adult (age nos) who received taking poly-l-lactic acid (sculptra) for an unspecified indication, 3 dosages, ending (B)(6) 2008. Relevant medical history and concomitant medications were not reported. The pt received the last 3 poly-l-lactic acid doses on (B)(6) 2008 with satisfactory results. Nevertheless, she noted hard patches on the treated areas on (B)(6) 2008. She denied having received add'l stetic treatments. Event is ongoing. Reporter's causality: possible. Add'l info received (B)(6) 2008, respectively were processed together: this case involves a (B)(6) female pt. The physician clarified that the pt received three treatments of poly-l-lactic acid: sometime in (B)(6) 2008. The injected area was the perioral area (except the upper lip). In (B)(6) 2008, growing nodules were detected. Few were visible and detectable on palpation. The reporter mentioned that this is a healthy pt that doesn't sunbathe. Methylprednisolone hemisuccinate (urbason) and prednisone (darcortin) were given as corrective treatment for this event. The pt had not had any previous similar events after treatment with other products, and no histology or laboratory tests were performed. (B)(4). Reporter's causality assessment: possible. Add'l info received on 11/27 and 11/28/2008 respectively were processed together: the physician reported through a medical sales rep and our affiliate, that the pt initially responded to oral corticoid corrective treatment. Some of the nodules decreased and even disappeared, but after a week, some new ones appeared. New corrective treatment will be initiated: triamcinolone acetonide + benzilic alcohol (trigon depot) and 5-fu.